Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. Evaluation experienced a door not fully latched message and found all four mechanism screws, which hold the mechanism assembly in the front case, were backed out. No evidence of hernon 128 was found on any of the screws. The screws were replaced.

Event description:
It was reported that the spectrum pump door would not fully latch closed. Any patient involvement, injury or medical intervention is unknown.